Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to deflation issues. The physician inflated the patient in the office and observed the implant deflating without touching the release button after 5-10 minutes. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported in relation to this event.